Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a "bad sensor" alarm occurred that could not be solved by calibration. Upon replacing the sensor, this issue was resolved. There was no pt involvement reported.